Event description:
A report was received from a user facility in (B)(6) stating: "stable chamber clogged, no aspiration. No patient injury."

Manufacturer narrative:
One stable chamber collection cassette assembly was returned in a plastic bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. There was fluid in the tubing and collection cassette. There was debris visible in the sock of the in-line filter. The assembly looks used. A functional test was performed using a stellaris pc system. The collection cassette was captured, recognized and passed the self vacuum test. The assembly primed, irrigated and aspirated as intended. The assembly was not clogged. Sterilization and lot history records were reviewed and no exceptions were found.